Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The treatment for the peritonitis was not reported. The patient was recovering from the peritonitis event and was discharged from the hospital eight days after admission. The pd therapy was ongoing. Subsequently, about two and a half weeks after being discharged from the hospital, the patient experienced recurrent peritonitis and went to the emergency room with abdominal pain and vomiting. The cause, treatment and outcome of the recurrent peritonitis were not reported. No additional information is available

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.